Manufacturer narrative:
Additional information received: it was reported that the break to the handle screw gear was observed on removal of the device from the product tray. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure prior to implanting the stent graft system the delivery system was observed to be damaged. The physician implanted a replacement endurant stent graft system and the procedure was successfully completed. Per the physician the cause of the event is product related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the device returned loose in the shelf carton. The shelf carton was damage with creases/indentations visible. A break was observed on the screw gear immediately proximal to the external slider. A gap of 4.0mm was observed between the taper tip and graft cover tip. A gap of 5.0mm was observed between the front grip and the external slider. The reported device damage was confirmed through analysis. Image evaluation summary: four (4) photos were received from the account. The photos capture the damage to the shelf carton and the break on the device screw gear. If information is provided in the future, a supplemental report will be issued.